Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.